Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the infusion set and cartridge was changed to resolve the issue. There was no reported impact to the customer's blood glucose level.